Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the set operational speed was at 180,000rpm.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Microscopic and visual examination of the burr, sheath, coil, and handshake connections revealed that there was fibrous fm from the burr proximally for 1.4cm. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The rotablator system was able to reach optimum speed and stay stable with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that unstable speed occurred. The target lesion was located in the moderately calcified coronary artery. A 1.50mm rotalink(tm) plus was selected for use. During preparation, it was noticed that the rotation speed was unstable. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.